Manufacturer narrative:
Lot number - 18h034, 18k041, 18m017, 18n004. Five (5) single-use devices were received for evaluation. For three of the devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. For two of the devices, visual inspection noted excess white drug precipitate in the solution of the bladder. When the luer cap was removed from the luer, fluid did not flow out of the distal luer. Further inspection of the luer revealed that the cause of the flow problem was due to drug precipitate blocking the fluid path. The reported condition was verified for the two returned devices. The cause of the drug precipitate was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 7 malfunction events. It was reported that seven (7) large volume infusors did not flow during infusion. The events involved patients with no patient consequences. No additional information is available.